Event description:
It was reported that during a laparoscopic ugi (upper gastrointestinal) procedure, the clips were not forming properly and not closing. Diathermy was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.